Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that during a device check it was found that the flow rate was off at 10.3 and would not calibrate. No additional information was provided.